Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patient order was failed to cross with server. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to cross patient order with server. The technical support specialist (tss) had investigated a disconnected mode issue at a station. It was discovered that closed network ports were preventing communication with the server. After coordinating with it, the ports were opened, restored station connectivity. The tss ran "server downtime" query, verified communication between cce and es server was up and running with no disconnected flag. The tss had verified the debug logs which was communicating successfully, and the customer confirmed that patients/orders were reflecting correctly with no further issues. The system functioned as intended after the technical support specialist investigated the device.